Event description:
Patient presented with infection of the left knee following re-rupture of quadriceps tendon approximately 3 weeks post-repair with orthadapt bioimplant augmentation. Physician reported re-rupture was due to patient non-compliance with rehab instructions. The graft was removed approximately 7 weeks following the initial repair and the patient was treated for the infection.

Manufacturer narrative:
Patient rehab after the initial repair included rigid brace immobilization. Physician reported that the patient was non-compliant with rehab instructions, removing the brace early and bending his knee, which led to the re-tear of his quadriceps tendon and subsequent hematoma at the site of repair that became infected. The patient also had a systemic infection, necessitating medical treatment and surgical intervention to the knee. Based on the provided information and surgeon's opinion, early mobilization due to non-compliance is the likely cause of the tendon re-tear leading to hematoma and subsequent infection. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.